Event description:
Massive "blood leak" reported by chief technician. The internal blood leak was visualized in the dialysate at the onset of the dialysis treatment. The dialyzer was new and a dry pack. Blood loss estimated at 200 cc due to both discard or circuit and the actual leak. There was no medical intervention required, as a result of the blood leak by this facility. MDR filed due to blood loss reported. Complaint sample is available for evaluation.